Event description:
During a therapeutic laser lithotripsy when the doctor was trying to retract the basket in the distal ureter the basket ruptured from the sheath and broke off. There were no patient complications.